Event description:
Device would not come out of the trocar during a lap chole procedure. One of the closing arms was locked and it could not form a clip. The procedure was completed by removing the trocar with the deivce and re-inserting a new trocar and new device.